Manufacturer narrative:
No 510 (k) number provided because this implant is not sold in th us to be implanted for this indication; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Impaired function with night pain.